Event description:
It was reported that the patient had an MRI of her pituitary on the day of this report. The MRI technician did not turn her therapy off and the patient was reportedly shocked three times during the MRI. Patient did not have any shocking since the MRI. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0aaby, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).